Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('circular metallic foreign objects within the fundus of the uterus of unknown etiology') in an adult female patient who had essure (batch no. 867559) inserted. The patient's concurrent conditions included abdominal pain and colitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the essure micro insert was inserted into the right ostia, leaving three coils in view. The device was then removed; a new device was inserted. The left ostia were visualized and the insert was placed into the left ostia with one coil in view. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('circular metallic foreign objects within the fundus of the uterus of unknown etiology') in an adult female patient who had essure (batch no. 867559-not valid) inserted. The patient's concurrent conditions included abdominal pain and colitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the essure micro insert was inserted into the right ostia, leaving three coils in view. The device was then removed; a new device was inserted. The left ostia were visualized and the insert was placed into the left ostia with one coil in view. Lot number 867559-not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('circular metallic foreign objects within the fundus of the uterus of unknown etiology') in an adult female patient who had essure (batch no. 867559-not valid) inserted. The patient's concurrent conditions included abdominal pain and colitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the essure micro insert was inserted into the right ostia, leaving three coils in view. The device was then removed; a new device was inserted. The left ostia were visualized and the insert was placed into the left ostia with one coil in view. Lot number 867559-not valid most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.